Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2011; 5568 implantable pacing lead (B)(6) 2011.

Event description:
It was reported that two days post implant, the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was repositioned and remains in use. It was noted that the patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.